Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose and an occlusion alert while using an ilet system with a contact detach infusion set; the pump displayed high glucose and the event resolved only after a full supply change following initial tubing-only replacement. Symptoms included hyperglycemia without ketone testing, medical intervention, or acute complications. Outcomes included user self-management with troubleshooting and education, no backup therapy used, and no need for external assistance. Investigation included user follow-up and counseling on infusion set and site change. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set and tubing that was resolved by replacing supplies, with no issues noted at the insertion site or the removed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set/tubing occlusion leading to interrupted insulin delivery.